Event description:
It was reported that, "pt presented with pain. History of I&d starting 2 or 3 months after original surgery. Progressive pain ever since original surgery. Knee scope performed and femoral component was found to be loose. At this point dr. (B)(6) scheduled him for revision tka surgery. The femoral component came off easy with no bone loss. We were able to implant another cr femur and a cs insert."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.